Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient's pump was replaced on 2017 (B)(6). The hospital disposed the pump/refused to return despite the request to return. The logs showed a motor stall on 2017 (B)(6) at 11:25 which did not recover. The new pump dose was lowered by the managing doctor and restarted at 1404mcg/day. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 2,160 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient heard a critical alarm on (B)(6) 2017 that was going off but not every 10 minutes. The sound was described as "more musical like the ambulance sound." The patient was to come in so they could check the pump and determine the reason for the alarm. Elective replacement indicator (eri) was still 17 months away and refill was not due until (B)(6) 2017. The patient was sent to the ER and the pump was to be replaced on 2017. Unsure of the reason for the alarm until the pump was to be interrogated on (B)(6) 2017. The patient did not have any signs of baclofen withdrawal at this time. No symptoms were reported. There were no known environmental/external/patient factors that may have led orcontributed to the issue. No recent MRI. The pump logs were to be read on (B)(6) 2017. The plan was for pump replacement on (B)(6) 2017. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.